Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, b6, d6a: dates estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported through a general comment that when implanting two unspecified supera self-expanding stents in an overlapping technique. During follow up it was observed that the stents are no longer overlapping. There was no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.